Manufacturer narrative:
Initial reporter phone # is (B)(6). Device evaluation: the product was returned with the membrane completely unfolded inside the t-handle and traces of blood found on the exterior. The sheath was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The reported difficult/unable to advance iab through sheath event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Contact at event site is different from initial reporter. It is (B)(6), the head nurse. Additionally, the phone number is included here due to formatting (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The iab was replaced and therapy was provided. There was no reported injury to the patient.